Manufacturer narrative:
Conclusion: actual device was returned for evaluation. The overlap of the plastic sheaths was not present and one plastic needle was broken. This is not related to a manufacturing issue.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2015. During the procedure, when passing the introducers, it was noticed that more strength than regular was needed and it was not so smooth. The device was removed and it was noticed that the plastic sheath of the introducers was broken. Another like device was used to complete the procedure with no adverse patient consequences.